Manufacturer narrative:
(B)(4). The actual sample was reviewed and evaluated by the supplier. According to the supplier, the spike tip was broken, and the failure was due to an excessive force that was applied on the tip of the component. A batch review was conducted and no issues were found related to the reported condition during the manufacturing of the lot. The supplier concluded the incident was due to improper use of the device.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that the spike connector bends when she tried to insert it into the physiological bag used to prime and to perform the subsequent machine security test. Due to that, air gets into the lines. There is no patient involvement as this occurred during setup/priming.